Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported via diagnostic testing right-side capsular contracture baker grade iii, wrinkling, and cyst (not device related) and intracapsular rupture. Patient also reported unable to perform physical exercises that require the upper arms, because soon after the exercises, patient feels pain in the breast region. Device remains implanted .